Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02mar2020.

Event description:
It was reported that the main light emitting diode (led) did not illuminate while connected to alternate current (ac) power. There was no patient involvement. The field service engineer (fse) evaluated the ventilator and confirmed the reported problem. The fse replaced the power supply and the problem was resolved.